Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error and the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. The probable cause was due to depleted snaphat battery that supported ram chip u2 on the uic board. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreeen error. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device alarmed with a whitescreen error. No additional information was provided.